Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting was performed and determined occlusion was coming from the cartridge. Customer had elevated blood glucose levels (250 mg/dl).